Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -12.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting, refractive surprise and retinal repair. The lens was exchanged for a shorter lens.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found that lens measurements were within specifications. Functional inspection found that lens diopter measurements were within specifications. Work order search: no similar complaints were reported for units within the same lot. (B)(4). The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -12 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault (vault value: 1360 um) and refractive surprise. Retinal repair was performed. The lens was exchanged for a shorter same model lens with different diopter and the problem was resolved. The patient is doing fine with vault value 500 um and av 9/10; the patient's post-op uncorrected visual acuity (ucva) is 0.9 better than the preoperative best corrected visual acuity (bcva) = 0.6. (B)(4).